Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device returned. The complaint stated: ¿the needle tip bent after a slight push.¿ the protective blue split cannula was not returned. The white depth/penetration limiter was returned and was trimmed unusually short exposing the inner blue-green needle sheath. The manual advancement button and actuator was found fully retracted. This product has user controlled advancement of the actuator lever to position the anchors at the distal tip of the delivery needle. They can then each be manually stripped off the needle tip. There is no automatic deployment. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscal repair surgery, when capsule was in the joint and the surgeon prepared to suture, the needle tip bent after a slight push. Tip bent after t1 & t2 were deployed but anchors could not be sutured in the patient, both were removed. A backup device was available to complete the procedure with minor delay. No patient injuries were reported.